Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. Dilatation was performed in the lesion area. However, the balloon ruptured at 8 atm during first inflation. The procedure was completed with another of same device. No complications reported.